Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined prior to decontamination and revealed the following: 26mm commander delivery (ds) system returned locked at default position, full loader assembly over flex shaft inserted through 14fr esheath+ hub, valve crimped on balloon, sheath hub separated from shaft (possibly cut), and no abnormalities on valve. The ds was then advanced through the sheath and the following were observed: able to perform valve alignment, balloon leakage observed and unable to expand valve off balloon, multiple pinholes on inflation balloon, sheath expanded 5 inches from strain relief, remainder of liner unopened, tip unopened, liner stretching o.75 inches in length distal to strain relief, able to advance ds through sheath, no resistance felt, no liner tear observed, and minor strain relief damage. Imaging was also provided and revealed calcification and tortuosity present in the patient's access vessels. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon leak was confirmed based on the returned device evaluation. The pinhole leaks were located on the proximal portion of the inflation balloon where the valve outflow strut is positioned. It is possible that high push force was used to overcome the resistance during ds insertion and may have caused the valve's apices to come into contact with the balloon, which then damaged the balloon, resulting in pinhole leakage. As such, available information suggests that procedural factors (high push force, valve apices interact with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a right-side tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During advancement of the system, the 26mm commander delivery system (ds) became stuck in the 14fr esheath+ at the fully expandable portion of the sheath. The ds and valve did not exit the esheath+, the system was removed as a single unit, and another kit was used to complete the procedure. Upon examination of the removed devices, the tip of the valve stent appeared to be embedded into the sheath. It was also noted that the esheath+ was cut with scissors after removal from the patient in order to check for stent deformation. There was no injury to the patient. Upon visual inspection of the returned devices just prior to decontamination, multiple pinholes were observed on the ds inflation balloon. The balloon was unable to expand the valve due to the confirmed balloon leakage. In this case, it is unknown if the damage occurred during use in patient or after removal when packaging for return.

Manufacturer narrative:
The investigation is ongoing.